Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a yankauer. The customer reports during suctioning of a pt the blue tip broke off and the pt had to undergo an endoscope procedure to remove the tip. The tip piece was removed and the pt is stated as fine.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.